Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the left ventricular lead guidewire could not be removed. The lead was not used and replaced. The patient was in stable condition during and post operation.